Event description:
It was reported that insulin gauge displayed an amount different than expected and pump showed a static fill estimate of 100 units despite insulin delivery. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, and technical support explained that this could occur due to large differences in measured pressure used to estimate insulin remaining and that once actual insulin in cartridge matched the static displayed amount, the fill estimate would begin to decrease normally, and caller understood and acknowledged this explanation.